Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 516 mg/dl. Customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.